Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed the cuff deflated. A visual inspection was performed and it was observed that the inflation line was cut; no damage was observed in the cuff. Therefore, the reported event of air leak was confirmed and the issue was isolated to the inflation line. Manufacturing controls are in place to detect leaks and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, the cuff was torn and air leaked. No patient harm was reported.

Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report that while in use on a patient, the cuff was torn and air leaked. Medtronic is requesting additional information regarding the circumstances of the event.